Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 , 3005248192-2022-00744 follow up report 1, 3005248192-2022-00765 follow up report 1 , 3005248192-2022-00796 follow up report 1, 3005248192-2022-01095, 3005248192-2022-01096, 3005248192-2022-01097, 3005248192-2022-01098, 3005248192-2022-01099, 3005248192-2022-01100, 3005248192-2022-01101, 3005248192-2022-01102, 3005248192-2022-01103, 3005248192-2022-01104, 3005248192-2022-00716 follow up 01, 3005248192-2022-00791 follow up 01, 3005248192-2022-00735 follow up 01, 3005248192-2022-00904 follow up 01, 3005248192-2022-00705 follow up 01, 3005248192-2022-01123, 3005248192-2022-01124, 3005248192-2022-01125, 3005248192-2022-00752 follow up 01, 3005248192-2022-00753 follow up 01, 3005248192-2022-00743 follow up 01, 3005248192-2022-00719 follow up 01, 3005248192-2022-00978 follow up 01, 3005248192-2022-00979 follow up 01, 3005248192-2022-00980 follow up 01, 3005248192-2022-00937 follow up 01, 3005248192-2022-01017 follow up 01, 3005248192-2022-01018 follow up 01, 3005248192-2022-01148, 3005248192-2022-00934 follow up report 1, 3005248192-2022-00942 follow up report 1, 3005248192-2022-00943 follow up report 1, 3005248192-2022-00944 follow up report 1, 3005248192-2022-00945 follow up report 1, 3005248192-2022-00946 follow up report 1, 3005248192-2022-00920 follow up report 1, 3005248192-2022-00921 follow up report 1, 3005248192-2022-00922 follow up report 1, 3005248192-2022-00923 follow up report 1, 3005248192-2022-00924 follow up report 1, 3005248192-2022-00925 follow up report 1, 3005248192-2022-00926 follow up report 1, 3005248192-2022-00927 follow up report 1, 3005248192-2022-00928 follow up report 1, 3005248192-2022-00929 follow up report 1, 3005248192-2022-00930 follow up report 1, 3005248192-2022-00931 follow up report 1, 3005248192-2022-01198, 3005248192-2022-01199, 3005248192-2022-01200, 3005248192-2022-00707 follow up report 1, 3005248192-2022-00757 follow up report 1, 3005248192-2022-00718 follow up report 1, 3005248192-2022-00964 follow up report 1, 3005248192-2022-00965 follow up report 1, 3005248192-2022-00966 follow up report 1, 3005248192-2022-00967 follow up report 1, 3005248192-2022-00968 follow up report 1, 3005248192-2022-00969 follow up report 1, 3005248192-2022-00970 follow up report 1, 3005248192-2022-00971 follow up report 1, 3005248192-2022-00798 follow up 01, 3005248192-2022-01206, 3005248192-2022-00800 follow up report 1, 3005248192-2022-00801 follow up report 1, 3005248192-2022-00742 follow up report 1, 3005248192-2022-00883 follow up report 1, 3005248192-2022-00884 follow up report 1, 3005248192-2022-00885 follow up report 1, 3005248192-2022-00886 follow up report 1, 3005248192-2022-00887 follow up report 1, 3005248192-2022-00888 follow up report 1, 3005248192-2022-00889 follow up report 1, 3005248192-2022-00890 follow up report 1, 3005248192-2022-00891 follow up report 1, 3005248192-2022-00892 follow up report 1, 3005248192-2022-00893 follow up report 1, 3005248192-2022-00894 follow up report 1, 3005248192-2022-00895 follow up report 1, 3005248192-2022-01207, 3005248192-2022-01223, 3005248192-2022-00899 follow up report 1, 3005248192-2022-01239, 3005248192-2022-01241, 3005248192-2022-00878 follow up 01, 3005248192-2022-00879 follow up 01, 3005248192-2022-00880 follow up 01, 3005248192-2022-00881 follow up 01, 3005248192-2022-00882 follow up 01, 3005248192-2022-00907 follow up 01, 3005248192-2022-00908 follow up 01, 3005248192-2022-00909 follow up 01, 3005248192-2022-00910 follow up 01, 3005248192-2022-00911 follow up 01, 3005248192-2022-00794 follow up 03, 3005248192-2022-00804 follow up 01, 3005248192-2022-00912 follow up 01, 3005248192-2022-00913 follow up 01, 3005248192-2022-00810 follow up 03, 3005248192-2022-00811 follow up 02, 3005248192-2022-00812 follow up 02, 3005248192-2022-00813 follow up 01, 3005248192-2022-00816 follow up 01, 3005248192-2022-00817 follow up 01, 3005248192-2022-00818 follow up 01.

Event description:
The customer reported possbile contamination on the alinity m instrument. The customer is repeating samples due to contamination running alinity m resp-4-plex. Issues has lasted for about two weeks. The technical application specialist (tas) analyzed the logs and results and found multiple internal control failure and fluorescence signal issues. The customer reported re-running quality control (qc) on resp 4-plex and got a reactive negative rsv control. The reported issue was for an internal control failure, and there was no allegation of discrepant results. Therefore, there is no patient impact as the sample was not being used for patient management.

Manufacturer narrative:
B2 corrected and removed checkbox for "congenital anomaly/birth defect". Checkbox inadvertently checked and does not imply for this reported event.